Event description:
It was reported via repair work order that the wiring harness #1 was damaged with exposed wiring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.